Event description:
Surgeon revised a pt was revised to a total knee arthroplasty on (B)(6) 2011 from a makoplasty mck medial onlay.

Manufacturer narrative:
The original makoplasty was an mck medial onlay. Loosening of the tibial baseplate with onlay implants is generally due to a poor cement mantle. However, it is stated in the complaint that the surgeon and his pa believe the loosening was a direct cause of the pt's non-compliance and use of narcotics. The revised implants were not returned for investigation. Mako requested the post-op x-rays for record review. There is no evidence indicating a failure of the implant or the rio system.